Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the customer reported issue of ¿error code 41786 (indicating a system fault)¿ was confirmed through pump power up test. The cause was the printed wiring assembly (pwa). Further investigation found the downstream occlusion (dso) seal was delaminated. Replaced the pwa and dso. The device passed all functional tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown.h3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error code 41786. There was no patient involvement